Manufacturer narrative:
Analysis and visual inspection was performed by philips biomedical enginee (bme)r which the device was unable to replicate the issue. The bme stated that the unit passed inspection with no significant damage observed. An operational check using the patient simulator produced readings per device specifications and confirming proper function. Tubing was inspected with no cuts or breaks identified. Cuffs were also evaluated, and small cuts were noted near the end of one cuff. Based on the results of the analysis, it was determined that the product was functioning as specification. The bme informed the customer that older cuffs should be replaced regularly to maintain accuracy and reliability. The unit remains fully functional and operational. No trouble found.

Event description:
Philips received a complaint on an suresigns vs4 nbp, spo2 indicating that the unit was having high blood pressure. It is unknown if the device was in clinical use at time of event. No adverse event was reported.